Event description:
It has been reported to philips that the allura system would not boot up. The system was not in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that system would not boot up. Review of the system log file showed malfunctioning of frontal ip-pc. Upon functional testing fse found that the hard drive rack was defective. As a temporary solution the fse connected the hdd directly with motherboard & reinstalled the software. After a day fse replaced ippc. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation results code was corrected.